Manufacturer narrative:
The insulin pump was received with act, escape and arrow buttons not responding due to flattened button dome switches. No unlock on j2/lcd keypad connector noted. Pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected error test, basic occlusion test , occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to button keypad anomaly. Pump had minor scratched display window.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 199 mg/dl at the time of incident. The customer was assisted with 5.0 unit fixed prime and insulin exited. The customer reported no delivery occurred with new infusion set change. The insulin pump will be returned for analysis.